Manufacturer narrative:
(B)(4). Batch # t5av5v. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with three ecr60b reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/16 with a double driver out of position, making the reload non-functional. The reload (d) was received partially fired 1/16. The returned device and cartridge reload (c) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge driver to be out of position. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a sleeve gastrectomy, on the second firing, could not fire farther after fired a little and with abnormal weak motor sound. Changed to another reload, and the surgeon removed the battery, rotated for 180 degrees and reinserted the battery, still could not fire. Opened the new gun's packing, installed the new battery into first gun with another new reload, but still could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.